Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the carriage was detached from the guidance rail. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The reported problem was replicated and confirmed to have happened in the field. The usm was tested on the in-house system in normal mode where it triggered no error. The unit was also tested on the testing platform and it triggered no related errors. The complaint regarding physical damage to the usm was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that prior to the start (pre anesthesia) of a da vinci-assisted surgical procedure, the carriage on universal surgical manipulator (usm) 1 seemed to be blocked and appeared bent. Usm1 was disabled and the operating room team decided to start the surgery as planned, but with only three arms. The procedure was completed with no reported injury.